Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a female patient receiving intrathecal baclofen via an implanted pump. As of (B)(6) 2015, the patient was aged (B)(6) and has had a baclofen pump implanted for the last 20 years. The patient's history included cp (cerebral palsy) and tbi (traumatic brain injury); additional history not provided. Other medications the patient was taking were not provided. The baclofen concentration, dose, type, and lot number were not provided. The reporter has seen complete withdrawal and other complications over the last 20 years (specific date not reported). Over the last 2-3 weeks, the patient experienced a huge increase in tone and level of spasticity. The patient was so rigid that the reporter could not break the tone. The patient also had extreme clonus throughout the day. There was alternated mental state noted but no other symptoms. The reporter wondered if the pump system could have a kink or scar tissue interfering with the baclofen dose such that the patient was receiving medication, just not the full dosage. Additional actions/interventions and troubleshooting were not reported. If additional information is provided, a follow up report will be submitted.